Event description:
Report received indicated the pt noticed a circumferential red rash with itching under the white tape collar of the wafer. The pt then started cutting the tape collar off of the wafer and applied a different type of tape around it, but the redness persisted. No further info was provided and the pt outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.